Manufacturer narrative:
The insulin pump was received with pump error during rewinding due to jammed motor gearbox. (B)(4).

Event description:
The customer reported via phone call that insulin pump had pump error alarm. The customer's blood glucose was 103 mg/dl. The customer also reported that there was something wrong with the insulin pump. It was found that the insulin pump was not giving an incorrect history. The insulin pump was returned for analysis.